Event description:
Boston scientific capio slim suture passer device (m0068318250 / lot 29270438) opened for procedure and loaded with suture (833-124). Dr attempted to use device as normal but it failed to properly pass the suture. He reattempted to pass the suture, but the bullet needle of the suture broke off. The device was partly disassembled to try to locate the needle, rendering it nonfunctional. The operative site was also thoroughly inspected. Although the needle was not located, the surgeon did locate an unidentified, round, plastic pellet approximately 1.5-2 mm in diameter in the operative site. It did not appear to have come from the suture passer as it was too large to fit anywhere in the device tip, and was kept as an unknown foreign body. A replacement device was unavailable so the procedure was completed with an alternate technique. Radiology was notified to come do an x-ray for a missing needle. FDA safety report ID# (B)(4).